Event description:
Litigation papers allege that the patient suffers from pain and elevated metal ion levels.

Event description:
Litigation papers allege that the patient suffers from pain and elevated metal ion levels. Update - (B)(4) 2012 - sales rep reported revision due to loose cup and osteolysis. There was no new information that would change the outcome of the investigation. Update - (B)(4) 2012 - revision was also reported by a 3rd party retrieval lab. There was no new information that would change the outcome of the investigation. Update - (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.